Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition since the pump could not be implanted due to patient's anatomy and was aborted. D.6b revised explant date as it was reported incorrectly on the initial manufacturer device report number. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number. H.10 the investigation results were inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three device manufacturing reports related to the patient's implant experience. Refer to the following: medical device report for impella cp serial number (B)(6) with date of event 02-feb-2025 and patient identifier ending in (B)(6). Medical device report for impella 5.5 serial number (B)(6) with date of event: 06-feb-2025 and patient identifier ending in (B)(6). (This report). Medical device report for impella cp serial number (B)(6) with date of event 08-feb-2025 and patient identifier ending in (B)(6). As noted in the impella IFU: impella 5.5 with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp via the right femoral artery for mechanical circulatory support (mcs). Four days into the impella cp device support, the patient developed limb ischemia, and the patient was planned for escalation to an impella 5.5 device in response to the condition. The attempt with the impella 5.5 was ultimately unsuccessful and a new impella cp was implanted via an upper artery access. The impella 5.5 was inserted with the plan of utilizing double barrel technique to minimize time off support. The impella 5.5 was inserted to the aortic valve; however, despite repeated attempts, cardiologist with the assistance was unable to cross. The pump was pulled back, torqued, and re-advanced several times; it was pulled back into graft, rotated and then re-advanced, wire repositioned, all without success. The decision was then made to wean femoral impella cp to performance level p-1 and pull into descending aorta to provide more space to cross the patient's small aortic valve. The patient required high dose pressors and inotropes to support hemodynamics during this time. Even with the impella cp no longer across the valve, and the impella 5.5 was in good position, it was still unable to cross the valve. The patient was deemed too unstable for a balloon aortic valvuloplasty. Therefore, the physician decided to remove the impella 5.5 and was replaced with an axillary impella cp. The patient continued on mcs with the axillary impella cp for an additional six day before care was withdrawn for reasons unrelated to the impella 5.5 as per the review by medical safety.